Event description:
The customer reported their coulter lh 500 hematology analyzer instrument leaked greenish fluid. The leak was not contained within the instrument and the fluids associated with the leak were: blood, diluent, erythrolyse, and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences. The msds was not reviewed; however the facility has an exposure control or risk management plan in place. On the day of the event, a field service engineer (fse) was on site and inspected instrument and found no leaks. Fse stated that the customer had changed an erythrolyse tubing with a pinch hole in it through pinch valve (pv27), resolving issue. Pv27 is activated by vl27 in normal state it opens erythrolyse ii reagent path to erythrolyse ii reagent pumps, pm6 and pm7 and in operated state opens erythrolyse ii reagent path from pm6 and pm7 to sheath tank and mixing chamber. The failure mode of the even was the tubing at pv27.

Manufacturer narrative:
(B)(4).